Event description:
Health professional reported a leak of a lap-band system. The problem was first noticed when the physician attempted to fill the device and it would not hold liquid. Explant surgery has not occurred at this time.

Manufacturer narrative:
The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done. No additional information has been reported to allergan regarding the serial number, model number or patient information.